Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision surgery on (B)(6) 2023, to remove the scar tissue and thin the skin under general anesthesia. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 18, 2023.